Event description:
It was reported that a physician achieved arteriotomy closure of a common femoral artery with a starclose se device after a diagnostic procedure. Reportedly, the starclose se device was difficult to remove from the anatomy. Per the instructions for use the access ports, counter-traction and assertive pull were used to remove the starclose se device. Once the device was removed it appeared that the locator wings were bent. Hemostasis was achieved with the starclose se clip. There was reportedly a clinically significant delay in the procedure, due to difficulty removing the device. The physician is proficient in the use of the starclose se device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A thorough analysis on the product could not be performed because it was not returned for investigation. Therefore, without the product to examine, no determination can be made as to the contributing factors that caused the reported discrepancy. A device can be difficult to remove and subsequently bend/break due to a number of factors including, but not limited to, manufacturing, tissue compaction that results in a distal force being applied to the locator wings bending them distally, and restricting their proper retraction into the delivery tube set. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.